Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5 was failed to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 was failed to open. A field service engineer identified clear visible physical damage, with the retractor band completely pulled out of full-height drawer 5. A matrix drawer was found resting in drawer 6, and a pharmacy note indicated that a component from the matrix drawer may have caused the retractor band failure, replaced the damaged retractor band on full-height cubie drawer 5. Following the repair, the not detected on bus failure cleared in the main application, and the drawer operated normally, opening and closing without generating any further errors. The system functioned as intended after the field service engineer repaired the device.